Manufacturer narrative:
On (B)(6) 2016, ceramtect provided a batch review of the ball head involved in this report (ceramtec biolox delta ceramic ball head 12/14 ø 28 not marketed in USA), reporting the following comment: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect. Batch review performed on 22 february 2016. (B)(4). Additional information received on 23 february 2016 and includes: the revision surgery has been completed successfully on (B)(6). On (B)(6) 2016 the medical affairs director made the following analysis: recurrent dislocation in a tha implanted 3,5 years before. From the supplied xrays, it may be surmised that the cup had a rather significant anteversion, which, depending on the activities of the patient and the soft tissue tension and fitness, may result in recurrent dislocation. It is presumable that the revision operation consisted in re-orientation of the acetabular cup and possibly implant of a hooded insert. There is no reason to suspect that these dislocations were caused by a fault of the implanted devices.

Event description:
Revision due to multiple luxation.

Manufacturer narrative:
On 27 april 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.